Event description:
It was reported that a patient underwent a vats left upper lobectomy was performed with open thoracotomy procedure on (B)(6) 2023 and absorbable hemostat was used. The patient experienced an asthmatic attack and respiratory failure after using the absorbable hemostat. Then, the surgeon used the medication for asthma attack and the position was changed from lateral to supine position. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure?=> 73-year-old man 2. What were the diagnosis and indication for the index surgical procedure?=> lung cancer. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.=> medical history: childhood asthma, hypertension, diabetes, angina pectoris. No information was available regarding date or treatment methods. 4. Does that patient have a medical history of asthma?=> yes, he has childhood asthma. 5. Was there any intraoperative concurrent use of other products?=>no 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?=> the surgicel powder was used for bleeding from the chest wall. 7. Where was the surgicel used (on what tissue)? => chest wall. 8. How much surgicel was used during the procedure?=> 3g 9. What were current symptoms following the index surgical procedure? Onset date?=> after the initial operation, the patient stayed in ICU to observe of respiratory status. The patient had no complications during ICU and is stable. 10. Did the patient undergo a patch test?=> no 11. Please clarify what type of secondary surgery the patient had to undergo?=> initial report was wrong. Secondary surgery was not conducted. During initial operation, the patient had asthma after using the surgicel powder. Then, the surgeon used the medication for asthma attack(unknown detailed) and the position was changed from lateral to supine position. 12. What is physician¿s opinion as to the etiology of or contributing factors to this event?=> the surgeon said, "I do not know the causal relationship between the product and the event. Just as possibilities, (1) allergic reaction of the patient, (2) injury to the left lower lobe was observed when the adhesion was removed, and it is possible that the powder that was sprayed on the chest wall entered the area." 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative asthmatic attack and respiratory failure? The surgeon thinks these symptoms may cause from the surgicel powder. 14. What is the patient¿s current status?=> the patient is in the hospital. Left upper lobectomy was performed with open thoracotomy. The bronchus was sutured by hand due to advanced cancer invasion and inability to use a stapler. Powder was sprayed on the chest wall intraoperatively. After 30 minutes, the patient developed respiratory failure and was moved from the lateral to the supine position. After stabilization, the patient was returned to the supine position and the surgery was continued. During dissection of the adhesion, the left lower lobe was found to have been avoided and was treated with suture. The patient was returned to the ICU and recovered over time. [Progress] after the surgery, the patient returned to ICU and stabilized within a few hours. [Health injury details] asthma and respiratory failure [treatment details] when symptom of respiratory failure appeared, medicine for asthma was administered. The patient was returned to the supine position and the surgeon waited for breathing to stabilize. The patient was then returned to the supine position and the surgery was proceeded. [Treatment plan] patient is stable, no need to be treated. K [seriousness] non-serious (moderate/minimal) [reason of the seriousness] the surgeon said, ¿the patient is getting better now and there is no problem.¿ [product use details] powder was sprayed onto the chest wall due to severe adhesion between the pleura and chest wall. [Surgeon¿s comment] I do not know the causal relationship between the product and the event. Just as possibilities, (1) allergic reaction of the patient, (2) injury to the left lower lobe was observed when the adhesion was removed, and it is possible that the powder that was sprayed on the chest wall entered the area. [Medical history] pediatric asthma, hypertension, diabetes, angina pectoris [allergic tendency / smoking habit] none the following information was requested, but unavailable: 1. What is the lot number?=> we cannot confirm the lot number. 2. Was the surgicel product left in place? Was the excess irrigated and removed?=> we are confirming it now. 3. What is the users experience w/ surgicel powder and other hemostatic agents?=> we are confirming it now. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.